Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
No button response and button error alarm due to corroded keypad traces on esc and act buttons.

Event description:
It was reported that the customer's insulin pump alarmed button error, and he was experiencing high blood glucose multiple times. The blood glucose reading was 399mg/dl while being in the medical center. The caller stated that the customer is unsure if he held a button down for three minutes or longer. Advised the nurse that the device would be replaced and revert to back up plan. No further information was provided.